Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift with no error message and no patient movement/cardioversion issue occurred. It was reported that a 2cm map shift occurred while radiofrequency (rf) was on and displaying significant artifact on all of the signals. The ablation cable was replaced and this resolved the body surface (bs) signals but not the intracardiac (ic) signals. No errors were displayed. It was also reported that a 2-5 second lag occurred from taking a manual point to the point displaying on the carto 3 system. Additional information was provided and it was reported that the map shift was noticed due to the pentaray displaying outside the fam shell left superior pulmonary vein (lspv). The issue was seen during ablating. The approximate difference in catheter location before and after map shift was about 2cm. No cardioversion or patient movement at all. The signal interference (noise) was observed only on body surface (bs) on both the carto and recording system. The physician had the anesthesia monitor available to monitor patient heart rhythm. The affected catheter was inside the patient¿s body during signal interference. The map shift issue was assessed as a MDR reportable product malfunction. Such map shifts could potentially be due to a system malfunction, and there is a potential risk to patient. The ECG issues were assessed as not MDR reportable. The physician has confirmed that there was an anesthesia monitor to watch the patient¿s ECG rhythm during the noise issue. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 2-jan-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift with no error message and no patient movement/cardioversion issue occurred. It was reported that a 2 cm map shift occurred while radiofrequency (rf) was on and displaying significant artifact on all of the signals. The ablation cable was replaced, and this resolved the body surface (bs) signals but not the intracardiac (ic) signals. No errors were displayed. It was also reported that a 2-5 second lag occurred from taking a manual point to the point displaying on the carto 3 system. When the investigation process was started, the biosense webster, inc. Representative learned that during the procedure, the staff were programming another machine, and were turning the lp on and off and moving items around. The map shift was due to moving systems too close to lp. However, the issue was investigated further. It was found that the reported map shift was caused by high metal values during fast anatomical mapping (fam) acquisition. This is a known software issue, and an internal corrective action has been opened to investigate these issues as they relate to map shifts. The history of customer complaints reported during the last year associated with carto 3 system # 34539 was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the system # 34539, and no internal actions related to the reported complaint condition were identified. Explanation of codes: investigation findings: electrical problem identified (c02) / investigation conclusions: cause traced to component failure (d02) / component code: cable, electrical (g02004) were selected as related to the significant artifact displayed. Investigation findings: software problem identified (c10)/ investigation conclusions: cause traced to device design (d01)) / component code: software interface (g0200802) were selected as related to the software issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: #(B)(4).